Manufacturer narrative:
Product event summary: the device was returned and analyzed. The integrated circuit exhibited an electrical discontinuity, along with confirming the reported telemetry-c failure condition using multiple programmers. Additional analysis found that the failure was isolated to the rfm. I-v sweeps were performed to check continuity to the rfic and the eeprom ic within the module; the pin a12_pi4 of the rfic was found to be highly resistive. This failure signature is consistent with the cause being the consumption of the ni/v ubm in the rfic solder bump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was interrogated prior to use and had no wireless telemetry. A new device was used and the ICD was returned. No patient complications have been reported as a result of this event.